Event description:
Cpm machine was on pt. Pt c/o machine not working, it wasn't moving. Connections were checked. No reading was on handset. After switching machine 'off' then 'on' machine started and moved to maximum flexion which staff was unable to stop.